Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that they injected patient with 1 syringe juvéderm voluma® xc in each cheeks. At an unspecified time later, patient developed "swelling, hot, tenderness, what felt like ¿hard¿ rocks." Patient was treated with claritin® and benadryl® with no resolution. Patient was then treated with hyaluronidase to dissolve filler. At an unspecified time later, symptoms resolved. Three months after initial filler treatment, patient requested to be treated again with juvéderm voluma® xc. At an unspecified time later, patient had the same reaction. Patient was treated with hyaluronidase. Symptoms resolved. This is the same event and the same patient reported under MDR # 3005113652-2022-00109 (allergan complaint # (B)(4)). This MDR is being submitted for the second injection of suspect product, juvéderm voluma® xc.